Manufacturer narrative:
The pipeline devices will not be returned for evaluation as they remain implanted in the patients. Based on the information provided in the article, there does not appear to have been any defects of the devices during use. The events occurred in the patients post-procedure and its causes could not be conclusively determined from the reported information. Daou, b. Et al. (2017). Patency of the posterior communicating artery following treatment with the pipeline embolization device. Journal of neurosurgery, 126(2), 564-569.

Event description:
Medtronic literature review found reports of parent artery occlusion after pipeline implantation. The purpose of this article was to assess the patency of the posterior communicating artery (pcoa) following treatment of pcoa aneurysms using the pipeline embolization device (ped.) The authors reviewed 30 patients with aneurysms arising from the pcoa. Mean patient age was 54 years; 24 patients were female, 6 were male. Flow through the pcoa was classified into three categories: patent, diminished, or occluded. Occlusion versus diminished flow was determined based on six-month follow-up angiography and mr angiography (mra.) The pcoa was considered occluded when there was no flow on follow-up angiography and no signal present on mra. After placement of the ped, the article states that the pcoa was occluded in 16 patients at 6-month angiographic and mra follow-up. None of the patients developed any clinically-related neurological symptoms.